Event description:
A malfunction was reported on the pump after the customer went for a CT scan with the pump in the room. There was no adverse impact to the customer¿s blood glucose level, as it was not reported to exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump, instructed the customer on how to store the malfunctioning pump, and provided guidance on returning it using a pre-paid label. The customer opted for multiple daily injections (mdi) as a backup therapy to ensure insulin delivery until the replacement pump arrived.